Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with high thresholds and low r waves on the right ventricular lead. The lead was explanted and replaced. The patient did not have any adverse consequences from the surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.